Event description:
It was reported that during use of the bd ultra fine¿ insulin pen needle liquid did not enter the abdomen but was dispersed on either side (as if the needles were clogged).

Manufacturer narrative:
H.6. Investigation: customer returned (53) sealed 4mm, 32g bd pen needles (unused). Consumer states that when applied as usual they caused pain, and the liquid did not enter the abdomen but was dispersed on either side (as if the needles were clogged). Out of the 53 sealed returned pen needles, 30 were randomly selected and were tested for flow; all 30 samples passed. The same 30 samples were then tested for visual inspection of point geometry, outer diameter and lube coverage. The following was observed (specs: outer diameter for 32g: 0.0090¿- 0.0095¿): data: point (pe/npe) outer diameter (in) lube sample 1 good/good 0.0093 good, sample 2 good/good 0.0093 good, sample 3 good/good 0.0093 good, sample 4 hooked/good 0.0094 good, sample 5 hooked/good 0.0093 good, sample 6 good/good 0.0093 good, sample 7 good/good 0.0094 good, sample 8 good/good 0.0092 good, sample 9 good/good 0.0093 good, sample 10 good/good 0.0094 good, sample 11 hooked/good 0.0092 good, sample 12 good/good 0.0094 good, sample 13 hooked/good 0.0092 good, sample 14 good/good 0.0094 good, sample 15 good/good 0.0093 good, sample 16 good/good 0.0094 good, sample 17 good/good 0.0094 good, sample 18 hooked/good 0.0092 good, sample 19 good/good 0.0093 good, sample 20 hooked/good 0.0094 good, sample 21 good/good 0.0093 good, sample 22 hooked/good 0.0094 good, sample 23 good/good 0.0094 good, sample 24 good/good 0.0092 good, sample 25 good/good 0.0093 good, sample 26 good/good 0.0093 good, sample 27 good/good 0.0094 good, sample 28 good/good 0.0093 good, sample 29 good/good 0.0093 good, sample 30 good/good 0.0092 good. Out of the 30 tested samples, 7 samples exhibited hooked pe cannula, thus confirming the alleged needle point integrity (hooked pe cannula) defect. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Confirmed: bd was able to duplicate or confirm the customer¿s indicated failure (needle point integrity-hooked pe cannula) unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failures (needle clog & leakage). The potential root cause of this issue (hooked pe cannula) lies at the shielding station in bd assembly process.

Manufacturer narrative:
Date of event: unknown. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that during use of the bd ultra fine¿ insulin pen needle liquid did not enter the abdomen but was dispersed on either side (as if the needles were clogged).